Manufacturer narrative:
(B)(6) 2015 10:37 am (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
Customer states that dr. (B)(6) was notified approx 5hrs after iab insertion that there was fluid leaking into the extracorporeal tubing. Instructions were given to turn the iabp off. The patient was returned to the ccl where dr. (B)(6) attempted to remove the iab catheter with staff pulling negative pressure on it, as the physician attempted to pull the iab back through the maquet provided sheath. Dr. (B)(6) wanted to place another iab catheter through that same sheath. He was unable to get the iab back through the sheath... Then unable to remove the sheath / iab from the groin. Ultimately the iab catheter was cut in half, what remained in the patient was re-wired and the system removed. Customer states a vascular tear resulted necessitating a 14fr sheath placement to stop the bleeding. Patient then went to vascular surgery for repair. The balloon portion of the iab catheter that remained inside the patient after it was cut was saved for return. The portion that was outside of the patient body was discarded.

Manufacturer narrative:
(B)(4). The membrane and a portion of the catheter tubing were returned measuring 41.7cm in length with blood on the exterior and interior of the device. The membrane was returned cut in two parts. An underwater leak test of the balloon and portion of the catheter tubing was performed and two leaks were detected on the membrane approximately 10.7cm and 12.7cm from the iab tip measuring 0.038cm in length. The penetrations found on the membrane appear to have been caused by a sharp object. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).